Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera stopped tracking the reference frame during surgery. The manufacturer representative (rep) was certain that the instrument was undamaged. The spheres were seated correctly and completely dry. There were no reflective surfaces, and the frame disappeared completely from tracking in the tracking details. It was noted that this has happened with multiple navigation systems at the site, with multiple frames, and in multiple operating rooms (or.) The site claims that they wave at each lens within three inches to resolve the issue. There was a surgical delay of approximately five minutes due to the reported issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. This regulatory report is related to rr #1723170-2024-01647 and rr #1723170-2024-02173 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representative (rep) could not replicate the issue. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) said the issue was isolated to one of the reference frames as to why the tracking issue occurred. The rep said he did not see visible damage, but it could have been bent just a bit which would occasionally cause the issue. The rep tried other reference frames which is how it was isolated to one frame. The rep said the site has 5 spine trays so it took awhile to identify the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs. One application session was available of the incident observed date (on (B)(6) 2024) dealing with one different patient data set and spinal fusion procedure. There were no system faults observed on reference frame or any other tools that can cause the tracking disabled. Not many interreference errors were also observed on the frame and were observed at different timestamps (for instance 5-6 errors at once which is usual). Navigation performed for very less time in this session. Log analysis could not confirm the issue reported. The probable causes of ir interference could be line of sight obstructions, dirtied or damaged spheres, ir light reflections (emitted by external sources like any other navigation systems if available in the same operating room or intensified light coming from overhead lights), thermal interference (any heat sources in the or sometimes patient¿s body heat or ir reflective clothing used by anyone in ir). As per the information in case description, the account claims to wave at each lens within 3 inches to get back the tracking. Suspecting the environmental conditions in or might have caused the reported problem as the problem is observed with all s8 systems and with multiple frames on the site. There was insufficient information to determine whether a software anomaly contributed to inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.